Event description:
A malfunction alarm was reported, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this issue, so technical support provided reset instructions and assisted with resetting the pump. The issue did not recur after the reset, and the customer continued to use the pump for insulin therapy.